Manufacturer narrative:
The device will not be returned. If additional info is received it will be submitted on a supplemental report.

Event description:
A surgeon reported to sales rep that a pt was treated in (B)(6) on the (B)(6) 2012. The surgeon and hospital is unk. The pt is now in (B)(6) treatment, (B)(6). Revision is planned for the (B)(6) 2012 because the femur bone was twisted, caused by the unlocked distal part. Received info that a gamma3 long nail was not distal locked correctly. The locking screw was placed anterior to the nail. Furthermore a broken drill tip was found in the distal part of the femur bone (seen on x-rays).